Manufacturer narrative:
This part is not approved for use in the united states; however a similar device, catalog # 86745540, was cleared in the united states. (B)(6) (B)(4) the explanted part and no imaging films were provided to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent plf at levels l3-l5 to treat l4 compression fracture on (B)(6) 2006. Several years ago, the patient achieved bone fusion. The implants placed at the initial surgery were not removed because the patient did not demand removal. On (B)(6) 2015, screws placed on both side of l5 were found to be broken. Removal was performed on (B)(6) 2015. During the removal procedure, surgeon could not remove the broken portion due to the patient's hard bone so he decided to leave the portion inside the patient and finished his procedure. The surgeon commented the screws would not break if they were removed when the patient achieved bone fusion.patient complications were unknown.